Manufacturer narrative:
Discrepancies which are observed are the result of explant procedures. Visual inspection under 30x magnification indicates no j wire fractures. Visual inspection under 30x magnification also indicates the lead was snipped or cut into two sections, with evidence of flared coil wire ends. X-ray of lead confirms no j stiffener wire fractures.

Event description:
Device analysis is provided.